Event description:
It was reported the procedure was to treat a heavily calcified and moderately tortuous lesion in the circumflex artery. The lesion was pre-dilated several times with nc balloons. During advancement of the 2.25x15mm rx xience sierra stent delivery system resistance was met with the anatomy and the proximal shaft outside of the anatomy separated. The distal separated portion was simply withdrawn. The procedure was completed using another stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. It was reported that the stent delivery system (sds) interacted with the patient¿s heavily calcified and moderately tortuous lesion, resulting in the reported failure to advance. Additionally, it was reported that the proximal shaft separated. It is likely that manipulation of the wire, when resistance was encountered, contributed to the reported material separation. There is no indication of a product quality issue with respect to manufacture, design, or labeling.